Manufacturer narrative:
The device was not returned as the device remains implanted; therefore, no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of patient information received. Several attempts were made to obtain the patients information but no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
On (B)(6) 2019, endologix became aware that a patient presented emergently with a cold leg most likely related to a failed femoral-femoral bypass. This event was reported the a representative of endologix thru a third party. It was reported that this patient was implanted with afx devices. It was reported that the patient has a occluded fem to fem bypass unrelated to abdominal aortic aneurysm (aaa). The patient had a stable aneurysm and was sent home. No further information is available.